Event description:
It was reported that the patient died "after rescuing in [the] hospital" approximately eight months post the implant of a single chamber implantable cardioverter-defibrillator system. The device was interrogated by the manufacturer's representative and the device was found to be "working normally." The product will not be returned.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. No additional information will be received. The cause of death is unknown and will not be known. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.